Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Tips and rubber feet worn out. Lower case damaged. No device history record could be performed due to the device was produced prior to the closure of the fms facility in nice, france. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during an unknown procedure the fms duo+ pump/shaver had poor pressure. The procedure was completed using a spare pump. There was no patient consequence. This is report 1 of 1 for (B)(4).